Event description:
It was reported that suture placement with two proglide devices was successful in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the aaa procedure was completed the knots of the pre-placed sutures were advanced to the artery; however, hemostasis was not achieved. A cut down was performed and hemostasis was surgically achieved. The sheath sizes used to pre-place the sutures and during the aaa procedure were not available. There was a clinically significant delay in the closing procedure because of the cut down procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch MFR number.